Event description:
A malfunction was reported by the customer with reference to error 12-0x2071. No specific blood glucose value information was provided, indicating there was no adverse impact to the customer¿s blood glucose level. The distributor is awaiting the return of the pump for further examination, and a replacement pump is expected to be sent to the customer.